Event description:
It has been identified that this record, mrn 9617229-2025-04857, is a duplicate of mrn 9617229-2025-07208. Please see mrn 9617229-2025-07208 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b2, b5, d4, d6b, h1, h3, h6.

Event description:
Patient reported "explant with no complaints against the device". Later patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This a follow up from emdr 9617229-2024-0011594. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.